Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer blood glucose was 35 mg/dl. Customer stated that their blood glucose was 52 mg/dl after changing the settings of the insulin pump. Customer was treated with glucose tablets for low blood glucose. Customer was unsure whether they were using auto mode feature or not. The insulin pump will not be returned for the further analysis.